Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration /coils were not properly in place") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils not properly in place/ tubes not occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration /coils were not properly in place") in a 39-year-old female patient who had essure (batch no. A737354-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation. Concurrent conditions included uterine dilation and curettage, human papilloma virus test positive, polysubstance abuse, alcoholism, depression, post-traumatic stress disorder, bipolar disorder, borderline personality disorder, lithium poisoning, drug allergy, sulfonamide allergy and right lower quadrant pain. Family history included depression and multiple allergies. On (B)(6) 2013, the patient had essure inserted. In 2013, 3 years 3 months after insertion and 1 day after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mental disorder ("mental illness"), menorrhagia ("menorrhagia") and procedural pain ("post essure procedural pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental disorder, menorrhagia and procedural pain outcome was unknown. The reporter considered device dislocation, menorrhagia, mental disorder and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: one tube was not closed and that the essure had fo; on (B)(6) 2013: essure since implantation was not successful.; on an unknown date: coils not properly in place/ tubes not occluded . As per mr (B)(6) 2013- xr hysterosalpingogram impression: 1. The essure device on the right has a looped configuration, and low-pressure injection of contrast demonstrated patency of the right fallopian tube, with spill, as described. 2. The left essure device is normal in position and appearance with no evidence of patency or spill. (B)(6) 2013- xr hysterosalpingogram clinical history: status post essure device placement. Patient had a previous study (B)(6) 2013 demonstrating persistent patency of the right fallopian tube. Impression: left fallopian tube remains occluded. Right fallopian tube remains patent. The previously placed essure coil is likely outside of the fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menorrhagia lot number a737354-invalid . Most recent follow-up information incorporated above includes: on 17-sep-2018: update of information (batch is invalid) . Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration /coils were not properly in place/device migration') in a 39-year-old female patient who had essure (batch no. A737354-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, genital infection nos, female, tobacco use disorder, perineal pain, endometriosis of uterus, cervicitis, cervical dysplasia, osteoarthritis, migraine, nicotine dependence, drug therapy, pelvic adhesions and hysteroscopy. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included uterine dilation and curettage, human papilloma virus test positive, polysubstance abuse, alcoholism, depression, post-traumatic stress disorder, bipolar disorder, borderline personality disorder, lithium poisoning, drug allergy, sulfonamide allergy and right lower quadrant pain. Family history included depression and multiple allergies. Concomitant products included medroxyprogesterone acetate (depo provera) and quetiapine fumarate (seroquel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced mental disorder ("mental illness"), menorrhagia ("menorrhagia"), procedural pain ("post essure procedural pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental disorder, menorrhagia, procedural pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia, menstruation irregular, mental disorder and procedural pain to be related to essure. The reporter commented: discrepancy noted: removal date as per mr is date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils not properly in place/ tubes not occluded; on (B)(6) 2013: results: one tube was not closed and that the essure had fo; on (B)(6) 2013: results: essure since implantation was not successful. Diagnostic results: as per mr (B)(6) 2013- xr hysterosalpingogram impression: 1. The essure device on the right has a looped configuration, and low-pressure injection of contrast demonstrated patency of the right fallopian tube, with spill, as described. 2. The left essure device is normal in position and appearance with no evidence of patency or spill. (B)(6) 2013- xr hysterosalpingogram clinical history: status post essure device placement. Patient had a previous study (B)(6) 2013 demonstrating persistent patency of the right fallopian tube. Impression: 1. Left fallopian tube remains occluded. 2. Right fallopian tube remains patent. The previously placed essure coil is likely outside of the fallopian tube. Essure confirmation test: essure was not in correct location in both fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menorrhagia, lot # reported (a737354) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration /coils were not properly in place/device migration') in a 39-year-old female patient who had essure (batch no. A737354-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, genital infection nos, female, tobacco use disorder, perineal pain, endometriosis of uterus, cervicitis, cervical dysplasia, osteoarthritis, migraine, nicotine dependence, drug therapy, pelvic adhesions and hysteroscopy. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included uterine dilation and curettage, human papilloma virus test positive, polysubstance abuse, alcoholism, depression, post-traumatic stress disorder, bipolar disorder, borderline personality disorder, lithium poisoning, drug allergy, sulfonamide allergy and right lower quadrant pain. Family history included depression and multiple allergies. Concomitant products included medroxyprogesterone acetate (depo provera) and quetiapine fumarate (seroquel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced mental disorder ("mental illness"), menorrhagia ("menorrhagia"), procedural pain ("post essure procedural pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental disorder, menorrhagia, procedural pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menorrhagia, menstruation irregular, mental disorder and procedural pain to be related to essure. The reporter commented: discrepancy noted: removal date as per mr is date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils not properly in place/ tubes not occluded; on (B)(6) 2013: results: one tube was not closed and that the essure had fo; on (B)(6) 2013: results: essure since implantation was not successful.. Diagnostic results: as per mr. (B)(6) 2013- xr hysterosalpingogram impression: 1. The essure device on the right has a looped configuration, and low-pressure injection of contrast demonstrated patency of the right fallopian tube, with spill, as described. 2. The left essure device is normal in position and appearance with no evidence of patency or spill. (B)(6) 2013- xr hysterosalpingogram clinical history: status post essure device placement. Patient had a previous study (B)(6) 2013 demonstrating persistent patency of the right fallopian tube. Impression: 1. Left fallopian tube remains occluded. 2. Right fallopian tube remains patent. The previously placed essure coil is likely outside of the fallopian tube. Essure confirmation test: essure was not in correct location in both fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menorrhagia lot number a737354-not valid. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events: abdominal pain lower, menstruation irregular, were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration /coils were not properly in place") in a 39-year-old female patient who had essure (batch no. A737354) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation. Concurrent conditions included uterine dilation and curettage, human papilloma virus test positive, polysubstance abuse, alcoholism, depression, post-traumatic stress disorder, bipolar disorder, borderline personality disorder, lithium poisoning, drug allergy, sulfonamide allergy and right lower quadrant pain. Family history included depression and multiple allergies. On (B)(6) 2013, the patient had essure inserted. In 2013, 3 years 3 months after insertion and 1 day after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mental disorder ("mental illness"), menorrhagia ("menorrhagia") and procedural pain ("post essure procedural pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental disorder, menorrhagia and procedural pain outcome was unknown. The reporter considered device dislocation, menorrhagia, mental disorder and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: one tube was not closed and that the essure had fo; on (B)(6) 2013: essure since implantation was not successful.; on an unknown date: coils not properly in place/ tubes not occluded. As per mr: (B)(6) 2013- xr hysterosalpingogram impression: 1. The essure device on the right has a looped configuration, and low-pressure injection of contrast demonstrated patency of the right fallopian tube, with spill, as described. 2. The left essure device is normal in position and appearance with no evidence of patency or spill. (B)(6) 2013- xr hysterosalpingogram clinical history: status post essure device placement. Patient had a previous study (B)(6) 2013 demonstrating persistent patency of the right fallopian tube. Impression: 1. Left fallopian tube remains occluded. 2. Right fallopian tube remains patent. The previously placed essure coil is likely outside of the fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-jun-2018: information from pfs and mr. New reporter added. Case medically confirmed. Patient¿s demographics added. Indication added. Lot number added. Product dates updated. New event added: mental illness, menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.